Event description:
It was reported to a company representative that during a procedure, the physician was dissatisfied with the suture throw he had made. The physician attempted to pull the suture back out of the patient. When this occurred, the suture broke and the bullet head became lodged in the patient's tissue.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.